Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo moderately calcified moderately tortuous proximal right coronary artery. A 1.5x12mm and a 2.0x12mm mini trek balloon dilatation catheters were used to pre dilate the lesion at 8 atmospheres (atm). A 2.5x33mm xience prime stent was deployed at 10 atm and a distal end dissection occurred. A new 2.5x18mm xience prime stent was deployed to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.